Event description:
When taking a blood gas off my arterial line, air shot up into the line (towards the transducer, not the patient) as soon as I poked the port for the lab. The line was reading great and pulled back beforehand with no issues. I immediately clamped the line and changed everything out. Manufacturer response for arterial blood sampling kit, deltran.